Event description:
It was reported that the patient rewarmed to targeted temperature (tt) at 1:30am but received alarm 115 (prolonged warm water exposure) and therapy stopped in an arctic sun device. They had esophageal probe in place and running therapy but once verified via secondary temperature noted that probe was not reading correctly. Replaced with rectal probe that was now running therapy. Nurse wanted to verify therapy data would not be lost if therapy paused or device turned off. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 37c, water temperature (wt) was 41.9c, water flow rate (wfr) was 2.4 l/m. Pads connected with no exposed abdomen. No seizures, shivering or microshivering. Discussed adding bair huggers or warm blankets according to protocol. Also noted that device appeared to be responding appropriately to patient temperature (pt). Noted that if water temperature (wt) continued to be high they might receive another alarm 115 but that was a safety alarm that was encouraging them to dis diligent skin check according to their protocol. Explained device would not lose therapy data when paused or powered off. If they want to download therapy data over the weekend just call back and we could email steps to do so.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was a non bd product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient rewarmed to targeted temperature (tt) at 1:30am but received alarm 115 (prolonged warm water exposure) and therapy stopped in an arctic sun device. They had esophageal probe in place and running therapy but once verified via secondary temperature noted that probe was not reading correctly. Replaced with rectal probe that was now running therapy. Nurse wanted to verify therapy data would not be lost if therapy paused or device turned off. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 37c, water temperature (wt) was 41.9c, water flow rate (wfr) was 2.4 l/m. Pads connected with no exposed abdomen. No seizures, shivering or microshivering. Discussed adding bair huggers or warm blankets according to protocol. Also noted that device appeared to be responding appropriately to patient temperature (pt). Noted that if water temperature (wt) continued to be high they might receive another alarm 115 but that was a safety alarm that was encouraging them to dis diligent skin check according to their protocol. Explained device would not lose therapy data when paused or powered off. If they want to download therapy data over the weekend just call back and we could email steps to do so.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.